Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was unknown. The customer was treated with insulin pump for high blood glucose event. Customer's current blood glucose value was 500 mg/dl. Another blood glucose value reported by the customer was 380 mg/dl. Customer was tired and thirsty. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging under delivery of insulin. Auto mode feature was not active at the time of incident. No further patient complications reported. Troubleshooting was performed and insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.